Event description:
Draeger medical systems had received information from a customer that while using several our gamma xl patient monitors, device resets have occurred while monitoring anaesthetized patients.